Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when the contractor was replacing the water, after turning on the power an error 75 (non-recoverable system error) occurred on the arctic sun device. Per review of wo on (B)(6) 2022, there was no patient involvement.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. During evaluation, error 75 was not reproduced. Device was returned unrepaired. Mixing pump was found defective. Device was left unrepaired, as customer declined repairs. It is unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was not in use on a patient. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the contractor was replacing the water, after turning on the power an error 75 (non-recoverable system error) occurred on the arctic sun device. Per review of wo on 20-oct-2022, there was no patient involvement. Per follow up information received via email on 21oct2022, the device was under customer's facility. The date of event occurred as 17oct2022. The vendor rebooted the system 3 times and it improved. Per sample evaluation results received on 29nov2022, mixing pump was found defective and it was not replaced. During evaluation, error 75 (non-recoverable system error) was not reproduced.